Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery intermittently took longer to initiate charging, and customer experienced difficulty charging the pump if the usb cable was moved while plugged into the pump. There was no reported adverse impact to customer¿s blood glucose level. Ultimately, the pump began charging and the customer continued to use the pump for insulin therapy.